Event description:
The customer contact reported a leak. On an unspecified date, it was reported that with chemotherapy medicine infused, the connecting point of the tubing set was broken and an unspecified volume of solution leaked. No specific details were provided. No info was provided if the leak occurred during or after pt use; however, the customer contact indicated there were no reported adverse pt effects and no reported delay of therapy. No medical interventions were required. Though requested, no additional info was provided including if the tubing set was replaced and the therapy was resumed and if the solution that leaked was cleaned up according to the user facility's protocol.

Manufacturer narrative:
The customer contact indicated that the device was discarded. During the investigation, no possible causes for the customer's reported complaint of leak could be determined. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. The info on reprocessing of the device was requested; however, no response has been received. This report represents all the info known by the reporter upon query by hospira personnel